Event description:
It was reported that during a robotic laparoscopic colorectal procedure, at the system startup, there was no signal from the tower when connecting the external monitor via the digital visual interface (dvi) output. The team attempted to resolve the issue by restarting the entire system. However, since the shutdown and startup process of the hugo tower is lengthy, the surgeon preferred not to restart the whole system, and the team had to perform the entire case using only the operating room team interface (orti). According to the customer, the orti screen was too small to ensure a safe procedure and did not provide adequate visibility for the bedside assistants. The team noted that the dvi cables were new. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported tower 240v. Evaluation of the logs indicated that there were two monitors, but no monitor was connected through the digital visual interface port of the tower. The external monitor should be plugged in before the tower is powered on from the wall. Evaluation of the tower 240v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic colorectal procedure, at the system startup, there was no signal from the tower when connecting the external monitor via the digital visual interface (dvi) output. The team attempted to resolve the issue by restarting the entire system. However, since the shutdown and startup process of the hugo tower is lengthy, the surgeon preferred not to restart the whole system, and the team had to perform the entire case using only the operating room team interface (orti). According to the customer, the orti screen was too small to ensure a safe procedure and did not provide adequate visibility for the bedside assistants. The team noted that the dvi cables were new. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.